Event description:
It was reported that the patient broke their back and the wires were sticking out of their back. It was further noted that the machine was turning off and on by itself and the last time the patient saw the manufacturer¿s representative (rep) they made it worse but the patient didn¿t know for sure if it was the rep or their back being broken and the wires being out of place. When a healthcare provider (hcp) was asked if the patient had been there for their issues with their device they reported that the patient had been referred to their clinic to see dr michael phillips but the patient had not made an appointment yet. The hcp was unsure which rep would be seeing the patient since there were several reps that worked with this particular physician. The hcp asked for further follow-up to be done in a couple of weeks.

Event description:
Additional information received reported the patient still had not made any appointments with the healthcare provider (hcp). The hcp reached out to the patient with no success. The hcp office had no information regarding exposed wires or the device turning off.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: neu_recharger_acc, product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).